Event description:
It was reported that revision surgery was performed due to pain. During revision, signs indicative of loosening were noted around the stem of the femoral component. The cup was well fixed and was not revised.